Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed.

Event description:
Customer reported the unit of measure setting of his unlocked freestyle meter changed from mg/dl to mmol/l. There was no report of death or serious injury associated with this event. However, customer reports taking less medication as a result of the readings. Customer does not know if he had any symptoms due to taking less medication.